Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported pain and thrombosis / thrombus and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 6.0 x 40 mm absolute pro stent was implanted in the left superficial femoral artery. On (B)(6) 2025, the patient had left leg claudication. On (B)(6) 2025, there was 100% occlusion / thrombus in the index stent. On (B)(6) 2025, the patient underwent elective angioplasty to the other vessels in the left leg; the sfa was not treated. There was no mention of the sfa on the (B)(6) 2025 procedure report. The patient was discharged home on (B)(6) 2025, one day after the elective angioplasty. No additional information was provided.